Event description:
The customer reported that their philips speaker was not functioning.

Manufacturer narrative:
(B)(4). As the customer has apparently recognized the speaker failure, and as no pt adverse event/adverse pt impact was reported to have resulted from this issue, it is considered that the issue was immediately obvious to the user. Generally, pt alarms and technical inops will continue to be annunciated at the central station (if networked). The x2 displayed "speaker malf" inop. It remains unclear if inop was still accompanied by sounds from the x2 speaker, or if speaker/sound failed entirely. In an abundance of caution, we will report loss of audio even though a visual warning is provided and product labeling (instructions for use) describes personal surveillance and to not rely exclusively on the audible alarm system for pt monitoring. Adjustment of alarm volume to a low level or off during patient monitoring may result in patient danger. Remember that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. The intention on monitoring would be in close personal observation as specified in the product labeling. This would alert the user to a possible device issue to troubleshoot the device or implement alternative monitoring. This would allow the user to implement alternative methods of monitoring per hospital protocol, and/or to troubleshoot the monitor. Previously, due to an increased number of complaints where the x2/mp2 generated a "speaker malf" inop, philips recognized that the failure mode required a deeper analysis. This was investigated in CAPA (B)(4). Thus, a service bulletin (sb) sb86201126a had been issued to inform a field audience about the nature of failure mode (mechanical defect) and the issue being under investigation. As of 08/30/2010, the FDA has been notified about mandatory field action fco86201157, which recalls all x2/mp2 in a specified device sn# range, as well as exchange speaker assemblies shipped within specified time frame. Please note, in this case, the device is not in the sn# range of the fco/CAPA mentioned above. It is considered that the reported problem represents a normal and isolated parts failure due to the age of the device. As of today, there is no indication that the sn# range of the fco mentioned before, should be expanded. The service record does not indicate that replacement of the speaker, which was ordered via swo#26662960, failed to resolve the problem or that any other action was taken. We will consider that replacement of the speaker solved the problem. No further investigation or action is warranted at this time.